Event description:
Description of event according to study: synopsis: thrombus reported at 1-month, 6-month, and 2-year follow-up visits. On (B)(6) 2022, the patient was emergently treated for a fusiform thoracic aortic aneurysm with placement of a zta-p-34-209 and a zta-p-32-109. Post-procedure imaging noted an unknown type of endoleak. At 2 days post-procedure, the patient experienced paraplegia; ¿myelumischemia after stent placement, resulting in paraplegia¿ was noted. No treatment was provided. The site responded ¿retrospective event, unable to determine¿ for relationship to device, procedure, and treated aortic disease. The 1-month and 6-month follow-up imaging are entered as the same date (07nov2022) and show a type 2 endoleak. This imaging also showed evidence of thrombus at the proximal component; the 12-month visit did not include imaging. The 2-year visit imaging continued to show the thrombus, but no longer showed a type 2 endoleak. Patient outcome: the thrombus remains, the type 2 endoleak appears to have resolved, and the myelum ischemia (spinal cord ischemia) with paraplegia is noted as ongoing.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. H6) f28: appropriate term/code not available no treatment. Investigation is still in progress, this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). After investigation the event, the event is no longer considered reportable as there was no reported issues with devices and the devices were sized and deployed as per the IFU. The reported thrombus is deemed to be a side-effect related to pre-existing medical condition. Summary of investigational findings: on (B)(6) 2022, the patient was emergently treated for a fusiform thoracic aortic aneurysm with implant of three devices from most proximal to most distal: zta-p-32-109, zta-p-34-209, zta-p-34-161. At 1-month, 6-month, and 2-year follow-up visits thrombus is reported. On 1-month angiography, they note that both the zta-p-34-161 and zta-p-34-209 had evidence of thrombus. No further information on the extent/size of the thrombus/thrombi has been provided. No treatment of the thrombus has been reported. The pre-procedure assessment reports that both the proximal and distal neck of the aneurysm was partially thrombosed and of irregular shape. During graft deployment the pre-existing thrombus in the sealing zones could have become partially dislodged and fragments could lodge within the graft or at its margins, creating sites for further thrombus aggregation. Thrombus in the sealing zones can also cause irregular surfaces that disrupt smooth laminar flow, leading to areas of turbulence. The irregular proximal neck shape could further contribute to an irregular surface in the graft. Irregular flow leads to areas where the blood is more stagnant which are known hotspots for thrombus formation. With no reported issues with the devices and since the devices were sized and deployed as per the IFU the reported thrombus is deemed to be a side effect related to pre-existing medical condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.